Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was not booting up. The fse visited onsite and upon functional testing, the fse found that the software got corrupted, and azurion software was not booting. To resolve the reported issue, the fse reloaded the software from scratch, reloaded backup and exp file. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.